Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing blood glucose levels in the range of 400 to 500 mg/dl. The customer stated that she had in infusion set with kinked tubing that caused insulin to leak out. Blood glucose level on the morning of the call was 596 mg/dl.. The customer declined troubleshooting and will not return the device for analysis.